Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2005. Subsequently an alleged revision procedure was performed on (B)(6) 2008, due to alleged pain, inflammation, elevated metal ion levels, complications with opposite hip, dislocation and difficult mobility. Additional information received in patient medical records indicates that left hip revision procedure was performed on (B)(6) 2010 due to infection. The patient¿s operative report noted abscess tissue, purulent material, necrosis, osteomyelitis, and metallosis with debris. An antibiotic spacer was placed. Additional information received in patient medical records indicates that left hip revision procedure performed on (B)(6) 2010 with removal of spacer and noted necrotic, granulomatous/purulent material and superior/posterior defect. The invoice for the (B)(6) 2010 revision could not be located. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The limited information available indicates that a revision procedure occurred. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Revision procedures: (B)(6) 2008 (alleged). (B)(6) 2010. (B)(6) 2010. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number - unknown. Manufacture date ¿ unknown. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2012-02576 / 02578 and 2014-05413).